Event description:
The facility returned the device for service. During service the baxter repair technician noted a defective ail pcb. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 13, 2007. Evaluation summary: during product evaluation, the air in line printed circuit board (ail pcb) values were found to be out of specification. The ail pcb was replaced.